Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter read inaccurately high compared to his expected result. On (B)(6) 2010 the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On (B)(6) 2010 at 3:00 am the patient obtained several blood glucose readings on the reported meter that were high compared to his expected values. The patient was unable to provide specific results. The (B)(6) confirmed with the patient that he had taken an addition six or eight units novolog insulin prior to his dinner on (B)(6) 2010, not ten minutes prior to the event, as originally reported. Two hours after obtaining the elevated meter readings, the patient experienced the symptoms of shaking and sweating. The patient administered self-treatment by eating a meal, and felt better afterwards. He did not seek any medical attention. The patient advised the cca he manages his diabetes with insulin. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated blood glucose readings on the reported meter, and received treatment with food to alleviate those symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k061118.